Event description:
It was reported that the patient received one shock for t-wave oversensing. The patient was noted to have been outside working in the heat. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).